Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported receiving a high blood glucose result of 476 mg/dl despite experiencing hypoglycemic symptoms of being sweaty and 'half unconscious'. The patient's wife called an ambulance but did not provide any treatment. Emergency personnel received results of 137 mg/dl (patient#s advantage meter) comparted to 32 mg/dl (professional meter) within 10 minutes. The patient was taken to the hospital and admitted. Return of suspect device was requested and replacement was sent.